Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - sales rep reported: the sample cup and the impactor have cold-welded in the thread and can no longer be separated. No patient harm. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection, of returned device, revealed the tip broken at the welded section of the pinn straight cup impactor; the tip/insert portion is assembled with the pin trial shell 58 std profile. Additionally, the next conditions were found on the device shaft: scratches on the distal portion; nicks on the base; and stripped patterns on inner threads, where tip/insert and dowel pin should be welded with the device. For the breakage condition, tip/insert portion may separate from the shaft as a consequence of exposure to unintended forces like striking the device with another tool, causing weld fracture. Weld patterns fragments can be observed on both tip/insert portion and inner threads of the shaft as shown on the next attachment (pal ¿pc-001522362 photos taken by paulina martinez - 03-14-2024). Where nicks and scratches were observed, damage can be consistent with other tools and hard edges coming in contact with the device. Properly handling and attention to the approved use of the device diminishes the risk of failure. The stripped patterns were identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The functional test performed revealed that tip/insert portion of pinn straight cup impactor was unable to disassemble from pin trial shell 58 std profile. Therefore, failing functional test and confirming both jammed and unable to disassemble allegations. Potential cause for these allegations can be traced to failure component as this type of damage comes as a consequence of the weld fracture. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinn straight cup impactor would contribute to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - 1) quantity manufactured: 53 2) date of manufacture: (B)(6) 2023 3) any anomalies or deviations identified in DHR: 2 pcs of subcomponent pn (B)(4) were scrapped due to the pos/ø .010/bm being o/s. 4) expiry date: n/a 5) IFU reference: IFU nonsterile inst rev l corrected h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "sales rep reported: the sample cup and the impactor have cold-welded in the thread and can no longer be separated. No patient harm". The product was not returned to depuy synthes, however photos were provided for review. See attachment (reklamation _(B)(4)_ jrn). The photo investigation revealed the tip broken at the welded section of the pinn straight cup impactor, the broken tip appears to be assembled with the pin trial shell 58 std profile. However, with information provided, jammed and unable to disassembled condition cannot be confirmed. Additionally, what appears to be nicks or heavy wear marks on the base of the shaft of the device were observed, confirming stripped allegation. For the breakage condition, a potential cause cannot be established with the evidence provided. Potential cause for the stripped condition can be traced to an unintended use error, as this type of damage can be consistent with other tools and hard edges coming in contact with the device. Properly handling and attention to the approved use of the device diminishes the risk of failure. Since the device was not returned, both dimensional inspection and functional test cannot be performed. The overall complaint was confirmed as the observed condition of the pinn straight cup impactor would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 8/16/2023. 3) any anomalies or deviations identified in DHR: 2 pcs of subcomponent (B)(4) were scrapped due to the pos/ø .010/bm being o/s. 4) expiry date: n/a. 5) IFU reference: IFU nonsterile inst rev l.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
1. Was there a surgical delay? If yes, what is the duration of the delay? No. 2. Where was this noticed- pre-op /inspection/ surgery? Intra op; no patient was harmed. Work was completed with other instruments.

Event description:
Sales rep reported: the sample cup and the impactor have cold-welded in the thread and can no longer be separated. No patient harm.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.